Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager at the station was completely non-functional. A field service engineer replaced the latch and wiring harness to resolve the issue. Additionally, the engineer cleaned the micro-switch contacts, applied black grease, and secured the wiring harness with a staple during preventative maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the refrigerator remained unopened on nhflicupx3, as observed by the night shift nurses after midnight, which hindered users from accessing medication for a patient. The customer indicated that they had attempted to open the refrigerator without any issues, but the pyxis system did not detect that the door had been opened. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.